Event description:
It was reported that the foam bumper separated from the anchorfast oral endotracheal tube fastener device and was located in the patient's mouth. It was removed without incident. The anchorfast device was replaced with a new anchorfast device.